Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from the bd intima-ii¿ closed IV catheter system needle junction near the adapter after the puncture. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized for infusion treatment due to coronary heart disease. After the nurse punctured the patient, he found blood oozing from the junction of the puncture needle, causing fluid leakage and possibly leading to phlebitis. Immediately stop using and replace the infusion needle... The location of the clinical feedback leak, in the region of the catheter near the catheter adapter.